Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ there was an issue with leakage. It was stated ¿the syringe leaks around the stopper. Fluids drip out past plunger". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample without package was returned for investigation. The sample is subjected to visual inspection. Did not observe any stopper mis-assembly. Observed solution between the rib of the stopper indicating leakage past the 1st rib of the stopper. The actual sample was subjected to leak test per test procedure (B)(4) and pass the leak test. Did not observe any leakage from the leak test. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Investigation conclusion: the return sample passed the leak test and no leakage was observed. Hence root cause could not be determined.